Event description:
It was reported that the right ventricular lead exhibited decreased sensing and a rise in thresholds due to fracture in the rib clavicle area. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.